Event description:
It was reported that during an unknown procedure, an error code 3 was displayed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 05/29/2009. Evaluation summary: the hand piece was tested on a generator and gave an error code 3. It's no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator was found in the instrument.